Event description:
It was reported that the bd syringe 5ml ll sp125 barrel cracked. The following information was provided by the initial reporter: material#: 309646. Batch#: 5003505. It was reported by customer that have cracks in the barrels. Verbatim: rcc received a complaint via email. Cat# of product being complained: bd309646. Description of product: syringe only luer-lok tip 5cc st 125ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 1980. Hospital complaint reference #: details of complaint (reported issue): per customer "I have 4 boxes of 800037380 bd, barrel only ¿ 5cc, lot number 5003505 expiry 2029-12-31, that are defective ¿ they have cracks in the barrels. Do you want me to return them order throw them out??" Please note: **incident date & sample availability is unknown. Customer's po# (B)(4). Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Qty affected: 4 bx samples available? Yes. Is customer requesting an rga? No return qty: qty samples: 4 bx.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.